Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via the submitted log file. A review of the submitted log file spanned approximately 2 days (18apr2024 ¿ 19apr2024 per time stamp). From 18apr2024 at 22:32:15 ¿ 19apr2024 at 15:11:15 while connected to batteries, there were power cable faults on the black power cable not associated with a power source exchange. The power cable disconnect alarm activated with these events as well. The alarm cleared each time after switching power sources. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. Additional information provided stated that exchanging the controller resolved the alarms. A root cause for the reported alarm cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Heartmate ii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient came in for unusual low voltage and power disconnect alarms. The patent was sent home with new clips and new batteries. That had stopped disconnect alarms for roughly a day, then the patient called back with further alarms to be investigated. Submitted log files captured some odd power cable disconnect alarms. The issue appeared to be on the white cable side. Since the battery clips and batteries had been replaced, and the issue still occurred. Tech service stated that the controller power cables may be fatigued. The controller was exchanged. The alarms temporarily resolved. Additionally, they were having frequent low flow alarms then got admitted. It was thought due to dehydration, thus they were hydrated; it seemed to help. An echocardiogram (echo) showed their right ventricle (rv) was huge, thus the speed was decreased to 9000 from 9200. The patient had huge rv pre-lvad condition, to some degree. It had been stable for the last few years. Right ventricle dysfunction was not caused or contributed by a device issue. The patient was adamant about going home. They then came back in on (B)(6) 2024 with complaints of the low voltage alarms again which coming from the black lead per patient. All pins appeared intact. The patient was using all new equipment, which was verified by ventricular assist device (vad) coordinator. It was also noted that the patient had low flows more on controller (B)(6). Low flow alarms were decreased in frequency but still occurred. Changing the controller ((B)(6)) resolved the low flows completely. The patient was asymptomatic during low flows. The low voltage alarms resolved with changing battery, clips and controller.